Event description:
The user facility reported a 36-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella rp encountered multiple occurrences of suction over multiple days leading to low flows. The patient developed hemolysis and high lactate levels. The pump was ultimately removed, and the patient was put on dialysis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the hemolysis and low pump flow issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. The returned complaint device was visually inspected. Biomaterial observed in purge gap and around the impeller. The root cause of the hemolysis and the low pump flow issues was biomaterial ingestion.